Manufacturer narrative:
Concomitant therapies: ¿edna face moisturizer,¿ and lavender oil. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, nodules, tenderness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Healthcare professional reported a patient was injected in the cheeks with 1.8 syringes of juvéderm voluma® xc and in the lips with 1 syringe of juvéderm volbella® xc. Patient was taking vitamins, using "rodan field lip moisturizer," "edna face moisturizer," and lavender oil at the time of injection. Approximately 3 months later, the patient reported inflammation and nodules in the lips. The patient also experienced "tenderness" in the cheeks and swelling. A medrol dosepak was provided as treatment 1 day after onset and symptoms "seemed to resolve." Hylenex/hyaluronidase was used in the lips 7 days later. After 2 days, hylenex/hyaluronidase was used in the lips and cheeks, augmentin was prescribed, and another medrol dosepak was given. Five days later, patient received another treatment of hylenex. Healthcare professional noted the patient also went to their pcp who prescribed prednisone unbeknownst to the injector. Patient was also instructed to take benadryl and zyrtec. Patient discontinued zyrtec and last doses of medrol after seeing their allergist. The inflammation returned after discontinuing the medrol dosepak. Healthcare professional also noted "after presentation and recommendations for treatment by myself, the patient declined hylenex/hyaluronidase and medrol multiple times. The patient also adjusted medications and sought advice from other providers without my knowledge until changes in treatment had already been done.¿ healthcare professional reported the inflammation and tenderness eventually resolved. The nodules were described as "minimal remaining." This is the same event and the same patient reported under MDR ID #3005113652-2017-00267 ((B)(4)). This MDR is being submitted for the first suspected product, juvéderm voluma® xc.